Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found a loose electrocardiogram (ECG) connector on the link electronic module (lem) board. Since no radiofrequency (rf) head was returned with the programmer, analysis was unable to verify the "wand acting up" issue.

Event description:
It was reported the "wand" and the ECG are not working. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.